Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-402; lot# gbis. Triathlon asym patella a32x10; cat# 5551-l-320; lot# lci579. Tri ts baseplate size 4; cat# 5521-b-400; lot# fpxb. Simplex p with tobramycin 1 pack; cat# 6197-9-001 ; lot# mfs043. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This is a recall inquiry to determine if the prosthetic has been recalled. The patient was informed that her implants were not part of a recall. She mentioned that she was experiencing pain.

Manufacturer narrative:
An event regarding pain involving a triathlon #4 ps insert 11mm was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: a medical review could not be performed as insufficient medical records were provided. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the exact cause of the reported pain could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. It was determined that this device was not part of a recall.

Event description:
This is a recall inquiry to determine if the prosthetic has been recalled. The patient was informed that her implants were not part of a recall. She mentioned that she was experiencing pain.